Event description:
Post shoulder surgery the pt had difficulty removing the catheter. The pt went into the clinic to have the doctor remove it - while the doctor was removing the catheter it broke, leaving a segment in the patient. The broken segment of the catheter remains in the patient.